Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited a decrease in impedance measurements. A revision procedure was performed where the ra lead was explanted and replaced. The crt-d was also explanted and the patient was upgraded to a df 4 crt-d. It was noted that the lead was damaged during the explant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the low impedance for the cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead were below 200 ohms.